Event description:
During follow-up, externalized conductors were observed with fluoroscopy. No electrical anomalies were detected. Lead will remain implanted and monitored.

Event description:
New information notes the lead is now exhibiting out of range impedance. During the lead explant a cardiac perforation occurred. The patient's blood pressure dropped and CPR was initiated. The patient was taken to the operating room for svc repair and completion of the lead explant. The patient made a full recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.